Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that the balloon failed to inflate. No additional event or patient information is available. This is being reported based on the returned product evaluation that revealed a balloon rupture.

Manufacturer narrative:
Product performance engineering was unable to complete analysis at the time of this report. Results and conclusions will be forwarded upon completion. Evaluation summary: quality assurance analysis revealed that the stent delivery system (sds) was returned with blood in the hub, in the guide wire lumen, in the inflation lumen and in and on the balloon and on the shaft. There was thick dried contrast in the inflation lumen and in the balloon. The stent implant had dislodged from the balloon and was not returned. The balloon was loosely folded. There were crimp marks on the balloon between the markers. There was no damage noted to the sds. A new indeflator filled with water was used to pressurize the balloon to rated burst pressure when the balloon would not inflate, but blood and contrast moved distally in the inflation lumen towards the balloon. The sds was left pressurized in attempt to dissolve the contrast and pressurize the balloon; however, the balloon still would not pressurize. The contrast did dissolve some and there was blood in the balloon, but the balloon would not fully pressurize. The inflation lumen was cut 11 cm proximal to the proximal seal and a needle was inserted and used to pressurize the balloon and locate a leak when fluid leaked out a pinhole in the balloon. The pinhole was located over the distal balloon marker. There was a long scratch that started .5mm proximal to the pinhole and extended 1 mm distal to the pinhole. Product performance engineering was unable to complete their analysis at the time of this report. Results and conclusions will be forwarded upon completion.